Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that it was not working that good since implant. The agent was unable to troubleshoot since the ins needed to be charged first. The patient called back and reported that their recharger was not connecting to their ins to charge it. It would connect and then disconnect. The patient expressed confidence in knowing how to use the devices. The patient said that they had been working to try to get their ins charged. The agent reviewed and had the patient recharge their implant. The patient confirmed the recharger had an excellent connection with the ins being 10% charge, but the connection was lost again. The patient said that the recharger didn't hold a charge. The patient said that the belt was not easy to line up. The patient also said that they did not have any falls or trauma. The recharger replacement sent to repair. Additional information was received from a patient (pt) via a manufacturer representative (rep). The rep called with the patient on the line and repeated information regarding the coupling issue and how the patient's recharger was replaced because of that. The rep said the patient never set up the replacement recharger with the handset, so they continued to use their previous recharger. The rep requested agent to help the patient get the replacement recharger connected to the handset. The patient dropped off the line, so the rep asked agent to make an outbound call to the patient. The rep dropped off the line, then agent called the patient as requested. Agent couldn't hear the patient the first time, then heard them on the second call attempt. Agent educated the patient on how to pair the replacement recharger with the handset. Pairing was successful, but the patient continued to struggle to maintain good coupling with the ins. At one point the patient got a 'recharger system error' message with service code 1707. Agent reviewed that the message indicated the recharger did not have good coupling with the ins. The patient had someone else at home to help them locate the ins and position the recharger over the ins. At one point the patient got an excellent connection and the ins battery level increased from 60% to 70%, but the coupling was lost after the patient's helper took their hand off of the recharger. The patient said they were frustrated since they had been trying to charge their ins all day, so they decided to stop charging the ins for the time being and disconnected the call. Additional information was received from the patient. Patient called back and repeated that they were having a lot of difficulty charging the ins. The patient stated that they spent 3 hours a day trying to charge the ins for the last 6 days and at one point they got it to charge from 10% to 60%, but now they're back at 40%. The patient mentioned that they were "kind of fleshy" and thought the ins might have moved. Agent tried to get the patient to start a charging session during the call, but they were too discouraged to try. The patient also mentioned that the therapy was not working for their bladder control (see rtg0997034) and that they had been working with manufacturer representative (rep) quite a bit in the past year but got to a point that there was nothing further they could do. The patient stated that they were "just limping along" and peeing all over the place until they have their appointment in june with their managing hcp. Patient stated that the hcp plans on checking the ins at that appointment and will determine if the ins needs to be replaced. Patient was redirected to their hcp to further address the issue. Patient said they will call their rep and hcp's office.